Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon procedure, continuity rehabilitation (colon surgery) in order to remove the patient's stoma. The device stapled but didn't cut the anastomosis. The surgeon had to remove all the staples which brought about a bacterial contamination of the peritoneum. They had to wash and drain several times to clean the area. The patient was under antibiotherapy to reduce the infection risks. Unknown how case was completed. To date, the patient is still hospitalized for other cardiac issues. Stapled but would not cut.